Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a battery compartment crack was observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Due to moisture contamination pump is unresponsive, blank screen, no vibration and no sound upon battery insertion. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination inside of pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.